Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 25-sep-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded high concern bacterium(positive rods - pseudomonas parafulva)after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded a total of 125cfu (colony forming units) comprised of the following 12 isolates: 1 - positive rods - bacillus thuringiensis, 2 - positive rods - bacillus megaterium, 3 - positive cocci - staphylococcus petrasii, 4 - positive coccobacilli - corynebacterium aurimucosum, 5 - positive cocci - staphylococcus epidermidis, 6 - positive cocci - micrococcus luteus, 7 - positive rods - microbacterium hydrothermale, 8 - positive rods - pseudomonas parafulva, 9 - positive cocci - micrococcus luteus, 10 - positive rods - paenibacillus species (closest match: p. Oceanisediminis), 11 - negative cocci - staphylococcus petrasii , 12 - positive rods - paenibacillus species (closest match: p. Oceanisediminis). Study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 26-sep-2019. On 27-sep-2019, a device history record(DHR) review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 26-mar-2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 26-mar-2012. The duodenoscope was reprocessed and resampled in (B)(4) on 30-sep-2019 and test results received on 09-oct-2019 identifying no growth. Study number: (B)(6). The duodenoscope was inspected by pentax medical service on 11-oct-2019 and the following inspection findings were documented: unit tested all function pass, distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, passed dry leak test. All functions pass based upon the inspection findings, no repairs were required to be performed, therefore the duodenoscope was approved by final qc on 15-oct-2019 and put back into loaner inventory on 15-oct-2019 after having been resampled and cultured, with results meeting the acceptance criteria for reculturing. If all culture results fall into one or more of the following categories, the duodenoscope is returned to the test site for further use: zero (0) colony forming units (cfu) of high concern bacteria, zero (0) cfu of low/moderate concern bacteria, 1-10 cfu of low/moderate concern bacteria. Since no repairs were required to be performed, the duodenoscope was shipped back to the customer on 16-oct-2019 under the reference delivery number (B)(4). Pentax model ed-3490tk, serial number (B)(4) has been routinely serviced at pentax facility since the device was put into service on 19-apr-2012.